Manufacturer narrative:
(B)(4). Batch # t5dn2f. Investigation summary: the analysis results found that one psee45a device was returned with the anvil bent upwards and with a gst45w reload loaded on the device. The reload was received fully fired. Furthermore the anvil knife slot was noted to be damaged. No functional test was performed due the condition. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness or tissue that cannot compress to the indicated range for the selected cartridge. This may have caused excessive force to be applied to the underside of the solid steel anvil leading to this damage. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications prior to shipments, in addition, a sample of the batch is inspected at fgqa. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that the stapler fired, cut, and then locked out. Had to manually crank to return the knife blade. Staples were then scattered. They opened another stapler device and fired again, and it worked fine to complete the case. This resulted in no patient injury and there are no additional details.